Event description:
Customer stated "not heating, not working". Reference repair order: (B)(4). Ref: (B)(4). Reported in keeping with historical complaints and MDR submissions for adverse event and or product problem, for intermittent function of leep units while in use for cutting and or coagulating cervical tissue during a leep procedure.

Manufacturer narrative:
Ref: (B)(4). *investigation: x-review DHR. X-inspect returned samples. *analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint. The unit had no output. Upon evaluation of the unit it was evident the unit had been exposed to impact damage with sheared off screws, dents, scratches and a broken transformer. All indications are this unit was dropped. The root cause for this complaint condition is being attributed to end user handling error. *correction and/or corrective action: the customer opted to have the unit returned 'as is'. No additional corrective actions were required for this complaint unit. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. *was the complaint confirmed? Yes. *preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed.

Event description:
Customer stated "not heating, not working". Reference repair order: (B)(4). Ref. E-complaint: (B)(4). Reported in keeping with historical complaints and MDR submissions for adverse event and or product problem, for intermittent function of leep units while in use for cutting and or coagulating cervical tissue during a leep procedure.